Event description:
Total hip arthroplasty was performed on 11/10/97. Revision surgery occurred on 02/04/98, due to dislocation and loosening. It was noted that the subject patient has parkinson's and had fallen prior to the dislocation.